Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced hyperglycemia event on (B)(6) 2026 due to insulin flow block alarm. The blood glucose level was 134 mg/dl and the patient was treated by bolus. Patient didn't fill the cannula dead space after removing introducer needle. No further information available.